Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: implantable pacing lead (B)(6) 2007; 4592 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that about two weeks after implant, it was determined that the left ventricular (lv) lead threshold had risen possibly due to epicardial scarring. Reprogramming was done and the threshold remains elevated. The lv lead will remain in use until device reaches elective replacement. No patient complications have been reported as a result of this event. The patient is part of the system longevity study.

Event description:
The lv lead was later capped and replaced due to high thresholds.

Event description:
It was further reported that review of fluoroscopy records indicated the lead had dislodged and retracted into the coronary sinus.